Manufacturer narrative:
Please note that the catalog and the lot numbers of the device involved are not available. The device is the outback re-entry catheter. This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This event was obtained from a review of literature: bays et al aorto-caval fistula formation due to use of the outback re-entry catheter; cardiovascular and interventional radiological society of europe, 2011. Only an abstract is available.

Manufacturer narrative:
Bays et al: aorto-caval fistula formation due to use of the outback re-entry catheter; cardiovascular and (B)(6), 2011, report a case of retrograde subintimal iliac angioplasty/stent, resulting in an aorto-caval fistula, due to use of the outback re-entry catheter. The patient was managed conservatively without further complications. A review of the manufacturing records could not be conducted without a lot number. The outback ltd re-entry catheter is intended to facilitate placement and positioning of guidewires and catheters within the peripheral vasculature. This product is designed for use by physicians trained in and familiar with peripheral percutaneous interventional techniques. Vessel injury is identified in the product's IFU as a potential complication. With the limited information available and no lot number available to conduct a DHR, no determination regarding potential contributing factors could be made. Therefore no corrective and preventive actions will be taken at this time.

Event description:
Bays et al aorto-caval fistula formation due to use of the outback re-entry catheter; cardiovascular and interventional radiological society of europe, 2011, report a case of retrograde subintimal iliac angioplasty/stent, resulting in an aorto-caval fistula, due to use of the outback re-entry catheter. The patient was managed conservatively without further complications. Additional information is not available.